Event description:
The patient reports, their hcp feels they have an inflammatory mass forming at the end of the catheter after having the pump for over four years. The drugs used in the pump are morphine and marcaine. The patient reports good pain relief until recently. The hcp is recommending replacement of pump and catheter. The manufacturer requested additional information and confirmation of this event; however, no information was received from the hcp.